Event description:
It was reported through remote transmission that the device was in backup vvi mode and it was unable to interrogate. Normal function was restored with firmware download and device remains implanted. There were no adverse consequences to the patient.